Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 30/jan/2018 as follows: patient received an implant on (B)(6) 2008 via the right common femoral vein due to pulmonary embolism. Patient did not provide evidence or allegations of adverse events.

Manufacturer narrative:
Due to the limited nature of the details provided at this time, a clinical assessment and device failure analysis will not be conducted at this time. This complaint will be reopened if/when further information is obtained.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.